Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings for medical complications and operational errors. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss observed the error in the log; however, he was unable to duplicate the reported error during testing. Fss proactively replaced hard drive and versa-logic central processing unit (cpu) with software. Fss also performed the field service checklist on the unit and the system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Error 2012 (instrument host timeout error) was reported with the whitestar signature system. It was reported that the system went into safe state mode twice; the first incident was when they first turned on system for the day, no patient to treat yet, so the customer re-boot and system came up fine. The second time, the error occurred was during one of the cases later in the day, in middle of a case. It was reported that the case was finished fine, just a ten (10) minutes delay as they setup the backup machine. No patient injury or complications was reported. This MDR report pertains to the second incident which occurred during the surgery. A separate MDR is being filed for the first occurrence at the boot up.